Event description:
It was reported that the first time they ¿put it in,¿ it was ¿so shallow¿ it was hurting. It was stated they ¿went in there¿ and moved it. The implantable neurostimulator was ¿not in the correct location,¿ so it was placed in a different location on the back hipbone. It was stated the revision occurred in (B)(6). It was also added that the doctor ¿did it¿ 5-8 months prior, but the doctor was no longer at the hospital. It was unclear when the revision occurred. It was unknown if the battery was replaced, however it was moved. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04d8q, implanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).